Manufacturer narrative:
Gtin: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Separation at one of the ports of the eds3 drain. Event did no occur intra-operatively, did not delay surgery over 30 minutes, was replaced with another.

Manufacturer narrative:
Upon completion of the investigation it was noted that the eds iii was visually inspected and confirms that the tubing has come away from the needless connection. Glue traces were noted on the tubing and the needless connector. The current quality inspection for these assemblies is established to 100% test for leak and blockage. Trends were monitored this is the first time issue since the new eds iii were released. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.